Event description:
It was reported that the user experienced evening hypoglycemia, with a lowest blood glucose of 45 mg/dl that took over an hour to correct, while using a dexcom g7 and comparing cgm to fingerstick values that were close in agreement. Symptoms included low blood glucose. Outcomes included the need for oral glucose treatment and transfer to a clinician for medical advice, with additional training assigned. Investigation included troubleshooting and education by support personnel. Investigation of this case revealed that the cause of hypoglycemia was unclear, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.